Manufacturer narrative:
No patient information available at the time of this report. Computer software performance tests conducted. Evaluation concluded that the event could not be replicated and device performed according to specifications. Power comm cable replaced.

Event description:
Site representative reported the navigation system stopped tracking the devices during surgery. The site re-booted the system and the surgeon was able to proceed with surgery using the stealthstation without any effect on patient or planned procedure.